Event description:
It was reported that at a patient's routine check, the superior vena cava (svc) coil and the right ventricular (rv) coil lead impedances were high. About a month later, it was reported that the rv lead was explanted and replaced due to the high impedances. A fracture was visualized at the proximal part of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and defibrillator conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Both the right ventricular and the superior vena cava conductors were fractured at 6cm.